Event description:
The reporter said that she has experienced the er1 message twice. Once, she said, "I put the test strip in the wrong way." She retested and rec'd the er1 again. She said she retested with another strip and got a blood glucose value, which she could not remember.